Event description:
A medium patella was asked for by the surgeon for implantation. The sales rep from biomet brought in a sealed box labeled "medium patella". The circulator verified the size with the surgeon and opened it onto the surgical field. As the physician implanted the patella, he questioned the size. It was verified that the box was labeled "medium" and that the surgeon requested "medium"; however, the actual patella implanted was "small". The surgeon completed the implantation of the "small" patella and the sales rep was notified immediately.